Event description:
The complainant had an automated impella controller that lost placement signal. The signal had been lost in prior to inservice/training use. The console was removed and replaced. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: console imc logs confirm that the placement signal not reliable (opm invalid signal, optical pump connected]) - alarm was issued multiple times. Rt logs show that both signal-to-noise ratio (snr) and contrast were low at the time of the placement signal not reliable alarm. Device analysis: analysis of the oscilloscope analog output of the charge-coupled device (ccd) array showed an anomaly in the envelope, which likely affected the snr value. Conclusion: the root cause of the placement signal not reliable alarm was a defective optical bench with an electrical defect on the ccd array. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.